Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media that she received a failed battery test and the batteries on the insulin pump have been lasting less than usual. The customer was called and she explained that the insulin pump alarmed failed battery test when she changed the battery, she changed it again and received a weak battery alert. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery. She was advised the battery cap would be replaced and to call back if issue persists.